Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that prior to use the safety shield broke apart from 2 needles with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from japanese to english: hcp tried to connect to a holder however the connection was deformed. Pictures received show the safety shield had separated from device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the safety shield broke apart from 2 needles with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: hcp tried to connect to a holder however the connection was deformed. Pictures received show the safety shield had separated from device.